Event description:
The physician reported that they were unable to properly navigate through the programming interface of the programmer due to a major touchpen offset; in upper left corner, more than 2 cm between tip of touchpen and mouse cursor on display. It was also noted that calibration software and replacement of touchpen did not improve navigation and related touchpen offset. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.